Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: when pump is booted the display is a dim red color. Unrelated to the complaint, during testing no vibration was felt but audio was heard; with pump opened the vibration motor pins were found to be out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.